Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer stated that they were at the pool and their insulin pump started beeping then asked them to rewind. Customer stated that they cleared the alarm but every time they rewind it and it kept on going back on same error. Customer stated that they were able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump has pump error alarm. He was in the pool awhile ago. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay. Thus software was utilized and downloaded trace/history files properly. Pump error 38 alarmed during rewind due to moisture damage on electronic assembly and corroded motor home switch. Device was cut open and found moisture damage on the motor assembly, force sensor, electronic assembly, battery tube, vibrator and internal battery during the visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement due to moisture damage. In summary, the insulin pump alarmed pump error 38 during testing. Also, customer received multiple pump error 43 and 130 alarms according to the device history download due to moisture damage on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.